Manufacturer narrative:
Report date: 24sep2021.

Event description:
It was reported to philips that the device's navigational ring was not functioning correctly. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing.

Manufacturer narrative:
The front bezel was returned for analysis. Failure investigation is not required. The root cause of navigation-ring failures was determined to be due to liquid ingress. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.